Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to vomiting, stomach flu, viral infection, gastroenteritis and high blood glucose on (B)(6) 2017 with blood glucose of 600 and 850 mg/dl. The customer experienced symptoms such as difficulty breathing, vomiting, freezing and then hot the next, very pale. The customer also states the pump stopped working. The customer was unsure whether he was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.